Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving erratic readings from the adc meter. The customer felt tired and was seen by a healthcare professional who diagnosed them with hyperglycemia and administered insulin (dose/type unknown) for treatment. Laboratory results of 5 mmol/l and 7 mmol/l were also reported. The customer also received prescription of metformin. There was no report of death or permanent injury associated with this event.